Event description:
It was reported the following event happened during an l4-s1 disc replacement procedure. After the disc removal, the surgeon used the synfix 26x32x12mm 12 deg implant trial to size the disc space. He used a mallet to tap the trial directly to the posterior wall. After several attempts to mallet the trial to the back of the disc space, the inserter broke off in the trial. The surgeon used a curette to remove the trial. The trial was removed, and the implant was successfully implanted. The estimated time delay was 3 minutes. The patient reportedly was not harmed by the broken inserter. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. The trial handle is found in the synfix lr technique guide. It is used to insert the trial spacer into the disc space to assist in determining the proper size implant. The broken portion of the trial inserter cannot be removed from the trial for further evaluation. The trial spacer inserter is what failed during the procedure. Based on the manufacturing evaluation, the fractured spindle is 440a which was made prior to the material change. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The complaint relevant dimensions were checked and found to meet the specifications; the m4 thread meets the specifications.